Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a patient (pt) from (B)(6) called to report that he/she had eye pain while wearing an acuvue 2 brand contact lens. While obtaining the information regarding the current event the pt also reported that he/she was diagnosed and treated with a corneal ulcer in the od "two to three years ago". The pt reported that he/she was wearing the acuvue 2 brand contact lens at the time of the corneal ulcer diagnosis. The pt can't recall the eye care professional's (ecp) information. The pt reported that he/she was given a prescription for tobramycin/dexamethasone combination eye drops to use in the od tid for three to four days. The pt reported that he/she also wore an eye patch on od. The suspect product and lot number information is not available. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.